Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, high, out-of-range pacing impedance was observed on the right ventricular (rv) lead. The rv lead is currently being monitored, and the patient was stable with no adverse consequences.

Event description:
New information received indicated that diagnostic imaging was performed and the right ventricular (rv) lead was noted to be dislodged. Further intervention is anticipated.

Event description:
New information received indicates the right ventricular (rv) lead was successfully explanted and replaced to resolve this event. The patient was stable following the procedure with no adverse consequences.